Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s system controller was exchanged in error by the caregiver. The caregiver was reportedly confused and thought that the system controllers should be changed every 6 months instead of just charging the backup system controller. The patient became symptomatic and mildly hypotensive post system controller exchange. Technical services reviewed the submitted log files and found that the log file appeared normal until (B)(6) 2018 at 9:25 when the driveline was disconnected as reported. On (B)(6) 2018 at 9:29 the pump was reconnected and returned to operating at the set speed of 9400 rpm. The second log file only contained 16 lines of current data and showed the pump was never connected. The patient was unresponsive for approximately 30 minutes and regained consciousness after the system controller was reconnected. Head CT on an unspecified date was unremarkable. On (B)(6) 2018 it was reported that the patient was doing well. The patient was alert and oriented without any noted deficits.

Manufacturer narrative:
Additional information: analysis of the submitted system controller log file confirmed a pump stoppage event and associated alarms. The pump stop event appeared to be caused by the patient¿s driveline being disconnected. Although a specific cause for this finding could not be determined through this evaluation, the account reported that the patient had his controller changed in error. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. The patient remains ongoing on the left ventricular assist system (lvas).

Event description:
Additional information: it was reported on 06apr2018 that the patient¿s caregiver was re-educated. No treatment or intervention was required and the patient did not have any residual effects.